Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The amount of charge taken from the battery was verified. The battery condition was found to be as expected. In agreement with the complaint description, the returned data revealed that on (B)(6) 2015 the device showed the battery status eri. The one month indication during interrogation does not refer to the time until end of service. Instead, it refers to the expected time until the device would declare eri. Please note that the displayed estimate of the time until eri depends, amongst others, on the current programmed parameters and updates itself accordingly, whenever parameter changes take place. Regarding the complained unexpected longevity, the device did not show any faulty behavior. Please note that the battery status of pacemakers with lithium-iodine batteries is measured by the battery impedance as well as the charge taken from the battery. While the measured battery impedance is low at the beginning it increases over time. Therefore, at the beginning of the service time the battery status is based solely on the charge taken from the battery. With increasing battery impedance the calculation of the battery status takes now the battery impedance into consideration. Hence, the pacemaker always utilizes the most accurate battery information available when calculating the remaining service time, including for instance lead impedance and amplitudes values. As a result, the declaration of the battery status may slightly and temporarily fluctuate during the transition from a calculation based solely on the charge taken from the battery towards a calculation utilizing the battery impedance. Furthermore, if changes in the lead impedance values or the programmed settings occur this will also lead to fluctuations. However, despite fluctuations in the time to eri calculation, a service time of about 12 months is allocated after declaration of the eri to assure the patient safety.

Event description:
Ous MDR - unexpected battery behavior was noted; the status went from an expected level to eri. On (B)(6) 2013 was the expected longevity of battery was 5 years and 8 months. On (B)(6) 2015 the pacemaker was eri and the expected time to eos was 1 month. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.